Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece. Doing so, the pt's lower lip received a small burn.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece. Doing so, the patient's lower lip received a very small burn. No ointment or medication was given to the pt. During product eval, it was found that the bearings are worn out, they have been binding and falling apart. This caused the head to heat up. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).